Event description:
An adc meter reading of 289 mg/dl and 32 mg/dl completed within 10 minutes on one adc meter. Test was performed on the finger. Results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. There was no rpeort of death, serious injury of mistreatment associated with this event.